Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The bottom case seal was broken, and the plunger case seal was intact. The top case was cracked by the front right bottom corners. There was also some visible contamination on the pump. The event history log (ehl) could not be retrieved due to the power up issue. The pump could not be powered on. The investigation concluded that the main pc board was no longer operating properly as a result of normal wear. The pump was over eight years old.

Event description:
It was reported that the medfusion pump was turning on by itself. The operator stated that the main board needed to be replaced. No patient injury or complications were reported in relation to this event.